Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display issue. The reporter stated that there was a line through the display screen and denied moisture or corrosion to the pump. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was observed to be clear and legible with no lines going through the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.